Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0-3.5mmx14-17mm target lesion was located in the moderately tortuous and calcified left circumflex artery. A 16 x 2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the strut was found lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a bsc promus premier 16 x 2.75 mm device including hypotube, shaft polymer extrusion region, distal shaft, balloon and stent (including stent strut confirmation) and tip were consistent in appearance with a bsc promus premier. The crimped stent length and crimped stent diameter of the returned device were consistent with a promus premier 16 x 2.75 mm stent. A visual and microscopic examination of the stent found stent damage, with stent struts from mid stent region lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement of a promus premier 16 x 2.75 mm device. The crimped stent length was measured and the result was within maximum crimped stent profile measurement of a promus premier 16 x 2.75 mm device. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break in the strain relief region situated at 145.4 cm proximal to the distal end of the tip with the manifold hub not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0-3.5mmx14-17mm target lesion was located in the moderately tortuous and calcified left circumflex artery. A 16 x 2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the strut was found lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.